Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse arrived onsite to address the reported event. Fse replaced the pump and filter. Fse was subsequently able to run quality control (qc) without issue. No further issues were noted. No further action was required by field service. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018. There were no similar complaints identified during the search period. The g8 operator's manual, chapter 1 introduction and applications states the following: interpretation of results: the sa1c measuring range is 4.0 - 16.9%. The ideal retention time for sa1c is 0.59 minutes. The ideal retention time for a0 is 0.90 minutes. The g8 operator's manual under chapter 1, introduction and applications, states the following: the time from injection of the sample to the time the specific peak elutes off the column is called retention time. The tosoh automated glycohemoglobin analyzer (B)(4) software has been written so that each of the expected fractions has a window of acceptable retention times. If the designated peak falls within the expected window, the chromatogram peaks will be properly identified. When a peak elutes at a retention time not within a specified window, an unknown peak (p00) results. If more than one peak elutes at times not specified by the software windows, each is given a sequential p0x title. In order to keep the peaks within their appropriate windows, it may be necessary to change how fast or slow the buffers are moving through the system by changing the pump flow rate. The g8 variant analysis mode training manual under lesson 8 - troubleshooting, states the following: adjusting the flow rate - how and why on the tosoh automated glycohemoglobin analyzer (B)(4); variant analysis mode it may be necessary to adjust the flow rate because either unidentifiable peaks appear on all the chromatograms or the average retention time for various peaks has changed significantly. The flow rate is changed by changing the flow factor in the instrument. The flow factor is generally 1.00 ml/min. The flow factor should only be adjusted +/- 0.05 of the default factory setting. The most probable cause of the reported event was due to failure of the pump.

Event description:
It was reported that the customer received fast retention times after switching the column and buffers on their g8 analyzer. The customer adjusted the flow rate from 1.25 ml/min to 1.30 ml/min with no change in retention time. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
One pump was returned for evaluation to the tosoh instrument service center (isc) with no shipping damage. Functional testing of the pump failed. The reported event was duplicated. The most probable cause of the reported event is due to failure of the pump. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.